Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to infection. Date of implant: (B)(6) 2011, date of revision: (B)(6) 2020, (right knee). Treatment: revision of total knee construct.